Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was pulled off the shelf and was at elective replacement indicator upon interrogation. The device was not used. No patient complications have been reported as a result of this event.